Event description:
Boston scientific received information that a computed tomography (CT) scan showed that this right ventricular (rv) lead was placed through the lung, pulmonary vein, left atrium and through a mechanical mitral valve into the left ventrical. The patient experienced severe mitral regurgitation. An invasive procedure was performed. The lead was explanted and replaced and kept by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.